Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, throat irritation, nasal irritation, sore throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to cough, throat irritation, nasal irritation, sore throat related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and unknown dust contamination /residue present in grooves under accesory flip door and they found there are two missing feet on bottom enclosure and sd card/filter flip door. The device evauated internally and unknown debris in tracks where front and outlet panels sit in top and bottom enclosures also debris on outlet panel. Unknown white residue in motor housing and keratin like substance around the blower box outlet observed by the manufacturer and unknown dust/dirt contamination and fibers found on the blower impeller and blower box was inconsistent with degraded sound abatement foam contamination and the presence of contamination throughout the path suggests a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is presence of contamination in the airpath and there was no evidence of sound abatement foam degradation /breakdown observed in the base unit.